Event description:
Pt was hospitalized approx 5 months ago due to not eating and not being able to walk. Reporter also indicated that the pt has had difficulty with seizure control recently and was seen at the hosp emergency room due to the seizures. The pt's family member reported that the physician had recently changed all of the pt's medications and that the pt subsequently experienced a hard seizure and fell. Further follow-up revealed that the pt was hospitalized again for 3 days due to not eating and not sleeping and that the pt weighed 173 pounds at the time of previous hospitalization and had lost 43 pounds since that time. Treating neurologist increased device settings after which the pt's condition has improved somewhat. The pt is reportedly now eating a little and resting better since the parameter adjustment.